Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. The patient had a neuro stim in his neck and the battery pack went dead/had died. The patient stated the ins may be in an overdischarge state. Patient compliance was the primary reason for the overdischarge. The patient was in the middle of a move and the doctor who put it in told the patient to call the manufacturer who could ¿implant the new battery pack.¿ the patient stated the ¿implant in his body was not working¿ which happened about three weeks prior to report. The patient was not feeling stimulation anymore. The patient tried to charge but it would not charge. The patient was not able to connect to the ins with the recharger or the programmer. The last time any stimulation was felt and the last successful recharging session was three weeks prior to report. The patient did not have a follow-up physician at this time because of the relocation. The patient was redirected to a healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(4) 2013, product type: lead. (B)(4).